Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements please refer to update statement dated 22feb2019. No further follow-up is planned. Evaluation summary: a patient's son reported his mother's humapen luxura hd device was not working; the dose button was broken. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1201g07, manufactured january 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with respect to a broken dose button. All humapen hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a female patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin r) and human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30), both from a cartridge, via reusable humapen luxura half-dose (hd) device, beginning on an unknown date. Dosage regimens, routes of administration and indications for use were not provided. On an unknown date, while on human insulin and human insulin isophane suspension 70%/human insulin 30% treatment, her humapen luxura hd was not working and the dose button was broken (product complaint (pc): (B)(4)/batch number: 1201g07). As a result, she skipped her dose for almost 15 days and her blood glucose level was always high (value, unit and reference range was not provided). Her physician would admit her to the hospital on (B)(6) 2019. The event of blood glucose increased was considered as serious by the company due to medically significant reasons. She had another unspecified pen which she forgot at her home and hence could not take human insulin and human insulin isophane suspension 70%/human insulin 30% treatment with that pen. Corrective treatments, outcome of the events and human insulin and human insulin isophane suspension 70%/human insulin 30% treatments status were unknown. The operator of the humapen luxura hd and his or her training status was not provided. The humapen luxura hd model and suspect duration of use was not provided. The status of the humapen luxura hd was not provided and its return was expected. However, as of 21feb2019, the suspect humapen luxura hd device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not provide an opinion of relatedness between the events and human insulin, human insulin isophane suspension 70%/human insulin 30% treatments or the humapen luxura hd. Edit 01feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 04-feb-2019: upon review of the information received on 29-jan-2019, the model number of the humapen luxura hd device was updated from ms9673 to ms9673a. No other changes were made to the case. Update 07-feb-2019: upon review on 05-feb-2019, it was determined that case (B)(4) is a duplicate of this case; therefore it will be deleted from the database. All the information from case (B)(4) has been captured in this case. No further changes were performed. Update 22feb2019: additional information received on 21feb2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen luxura hd device associated with pc (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 13jun2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient's son reported his mother's humapen luxura hd device was not working; the dose button was broken. The patient experienced increased blood glucose. Investigation of the returned device (batch number 1201g07, manufactured january 2012) found the dose button was detached from the device. Tool marks present on the dose button indicate the damage occurred in the field. Foreign material was observed on different parts of the device. A functional assessment could not be performed. Malfunction confirmed. The core user manual provides adequate care and storage instructions, instructs to not use the device if it appears broken or damaged and to contact lilly or a healthcare provider for a replacement pen. There is evidence of improper use. The device was contaminated with a foreign material while in the field and tool marks on the device occurred while in the field (neither related to the manufacturing process). This may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a female patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin r) and human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30), both from a cartridge, via reusable humapen luxura half-dose (hd) device, beginning on an unknown date. Dosage regimens, routes of administration and indications for use were not provided. On an unknown date, while on human insulin and human insulin isophane suspension 70%/human insulin 30% treatment, her humapen luxura hd was not working and the dose button was broken (product complaint (pc): 4622961/batch number: 1201g07). As a result, she skipped her dose for almost 15 days and her blood glucose level was always high (value, unit and reference range was not provided). Her physician would admit her to the hospital on (B)(6) 2019. The event of blood glucose increased was considered as serious by the company due to medically significant reasons. She had another unspecified pen which she forgot at her home and hence could not take human insulin and human insulin isophane suspension 70%/human insulin 30% treatment with that pen. Corrective treatments, outcome of the events and human insulin and human insulin isophane suspension 70%/human insulin 30% treatments status were unknown. The operator of the humapen luxura hd and his or her training status was not provided. The humapen luxura hd model and suspect duration of use was not provided. The suspect humapen luxura hd device associated with product complaint 4622961 was returned to the manufacturer on 25mar2019. The reporting consumer did not provide an opinion of relatedness between the events and human insulin, human insulin isophane suspension 70%/human insulin 30% treatments or the humapen luxura hd. Edit 01feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 04-feb-2019: upon review of the information received on 29-jan-2019, the model number of the humapen luxura hd device was updated from ms9673 to ms9673a. No other changes were made to the case. Update 07-feb-2019: upon review on 05-feb-2019, it was determined that case (B)(4) is a duplicate of this case; therefore it will be deleted from the database. All the information from case (B)(4) has been captured in this case. No further changes were performed. Update 22feb2019: additional information received on 21feb2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen luxura hd device associated with (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Update 13jun2019: additional information received on 12jun2019 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/not cirm, and device return status to returned to manufacturer. Added date returned to manufacturer for the suspect humapen luxura hd device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a female patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin r) and human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30), both from a cartridge, via reusable pen (humapen luxura hd), beginning on an unknown date. Dosage regimens, routes of administration and indications for use were not provided. On an unknown date, while on human insulin and human insulin isophane suspension 70%/human insulin 30% treatment, her humapen luxura hd was not working and the dose button was broken (batch number: 1201g07, product complaint (pc): (B)(4)) as a result, she skipped her dose for almost 15 days and her blood glucose level was always high (value, unit and reference range was not provided). Her physician would admit her to the hospital on (B)(6) 2019. The event of blood glucose increased was considered as serious by the company due to medically significant reasons. She had another unspecified pen which she forgot at her home and hence could not take human insulin and human insulin isophane suspension 70%/human insulin 30% treatment with that pen. Corrective treatments, outcome of the events and human insulin and human insulin isophane suspension 70%/human insulin 30% treatments status were unknown. The operator of the humapen luxura hd and his or her training status was not provided. The humapen luxura hd model and suspect duration of use was not provided. The status of the humapen luxura hd was not provided and its return was expected. The reporting consumer did not provide an opinion of relatedness between the events and human insulin, human insulin isophane suspension 70%/human insulin 30% treatments or the humapen luxura hd. Edit 01feb2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added. Edit 04-feb-2019: upon review of the information received on 29-jan-2019, the model number of the humapen luxura hd device was updated from ms9673 to ms9673a. No other changes were made to the case. Update 07-feb-2019: upon review on 05-feb-2019, it was determined that case (B)(4) is a duplicate of this case; therefore it will be deleted from the database. All the information from case (B)(4) has been captured in this case. No further changes were performed.